Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) results were within acceptable limits. A siemens customer service engineer (cse) ran service checks multiple times and each service check passed. A siemens regional support center (rsc) obtained remote connection to the instrument and discovered that customer had incorrect server configuration for another method. The rsc specialist corrected the server configuration. The cause of falsely depressed cre2 result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed urine creatinine (cre2) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument twice, resulting higher than the initial result and matching each other. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cre2 result.